Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had 6 to 7 hospitalizations in the last year. The customer was off and on the insulin pump during these hospitalizations. The customer experienced high blood glucose levels. The customer went to the emergency room on (B)(6) 2016 due to a high blood glucose level. Customer's blood glucose level was around high 400 mg/dl and low 500 mg/dl. The customer was feeling nauseous, had headaches, and trouble breathing. The customer was given an IV with water and eventually with insulin. The customer was off the insulin pump 6 to 7 hours prior to hospitalization. The device was not returned.